Manufacturer narrative:
Medical records received on 02-feb-2016: new reporters were added. Her medical history included fibroids, allergies (adhesives-rash and shellfish-throat closes), alcohol use once every 2 weeks, chlamydia in 2007, gonorrhea in 2008, c-section low transverse in 2010, c-section classic in 2011 and ovarian cancer of her mother and cousin. She had 3 pregnancies with 2 parities; her first baby, able to stop ptl (interpreted as preterm labor) at (B)(6), then delivered at term. Second baby delivered at (B)(6) after ptl and third delivered at (B)(6) in ptl with associated fetal genetic anomalies. Had classical c-section and lost this baby. Her last menstrual period occurred on (B)(6) 2015. Surgical history included notable for cis x 2 and craniectomy for osteoma of skull. Gastrointestinal: bloating and 1-2 times a month had diarrhea/constipation. Dyspareunia: pain with sex sometime. Same tearing pain can occur briefly is the spot of pain is hit. Her last pap was in (B)(6); the result was abnormal with colpo- gin . She had pelvic pain and dysmenorrhea. Physician discussed with her about her symptoms and discussed the reports regarding these types of symptoms secondary to essure. Physician discussed with her that removal of the essure coils may improve her symptoms; however it could not be guarantee. Further it was discussed that in removal of the coils alone, damage to the tubes is possible that will require salpingectomy. They discussed that future pregnancy does carry associated risks, specifically of preterm delivery given her history. Her risk of uterine rupture if she labors remains low, however closer to 2% than 1% for l tcs scar alone. However this is in the setting of tolac versus presentation at early preterm labor. It was explained that in attempted removal of the coils, they may be damaged and need to be removed. The patient was committed to having the essure coils removed, regardless of whether she is able to safe her tubes. On (B)(6) 2015, physician discussed again with patient regarding options for surgery. This included not being able to remove the essure coils alone, but rather only performing salpingectomy versus hysterectomy. Patient was provided with opportunity to see an essure coil removal specialist, however she declined and wanted to proceed with salpingectomy understanding this would result in needing ivf if she wanted future pregnancy. She expressed understanding and agreement and today states the same thing. We will proceed with laparoscopic salpingectomy as the only procedure. She received metronidazole was concomitant medication (1 tablet twice a day) and flagyl 500mg. In (B)(6) 2012, she had a imaging test (result not reported). Medical records received on 12-feb-2016 patient´s ethnicity was updated. Her weight was (B)(6) and height was (B)(6). Allergies to latex (rash). According to procedure notes from hcp from (B)(6) 2012, cervical dilation and sounding (uterus sounded to 7 cm) were performed. Also, analgesia (valium 5mg, toradol 10mg/po, paracervical block using lidocaine 2%) were performed during insertion. Single tooth tenaculum was placed on the anterior lip of the cervix. Hysterscope was inserted with fluid distention of the uterine cavity. Adequate visualization of the cavity and/or fallopian tube ostia was seen. Right fallopian tube opening was noted and essure micro-insert was placed without complication. Same was performed on the left; 3 coils were visible at both ostia. No complications or bleeding were noted. Patient was discharged home at the same day. After procedure, she used beyaz. According to the essure office hysteroscopic sterilization nurse procedure note from (B)(6) 2012, her last menstrual period occurred on (B)(6) 2012; drug history included paraguard, beyaz and oral contraceptives. Her medical history included migraine headache, kidney infection (pyelonephritis in 2004 and 2006). According to progress notes from (B)(6) 2012 , the patient noticed that since her confirmatory hsg after essure, she has had pain with sex. She described it as pain that occurred with deep penetration and in certain positions. Pain was pelvic and in her back. No pain outside of sex. Denied change in bleeding pattern with menses. According to md note from (B)(6) 2015, the patient was considering a future pregnancy, she had a previous classical cesarean section she also has a history of preterm labor and preterm delivery she understands future pregnancies would be high risk. On (B)(6) 2015, ultrasound (vaginal) was done and showed anteverted uterus, no masses noted, right ovary with 2.2 cm gl cyst, left ovary wnl (within normal limits), no free fluid. According to hcp note from (B)(6) 2015, patient stated that she passed some grey-black material and then started to have some bleeding. Patient stated that she started to have some associated lower abdominal pain off and on, vaginal burning, low grade temp and chills. Patient said that her bleeding started to taper; still had some slight bleeding. Vaginal vault- slight blood noted; d and c was done. Cervix with biopsy sites noted. The plan was to treat for noted bv (bacterial vaginosis). The physician wanted to cover for possible cervicitis. Doxy sent as well. According to hcp notes from (B)(6) 2015, severe dysmenonhea was described. This began in (B)(6) 2012 after essure placement. Menarche was at age (B)(6), and her menses were regular without dysmenorrhea. She stated they have been heavy in the past but again without pain or discomfort until after placement of the essure. The pain was a sharp pelvic pain that radiated bilaterally sometimes a tearing type pain, over the past several months this pain has occurred not only with her menstruations but at other times of the month, certainly it was severely worse with her menstruations. The pain has been so severe that this has caused not only difficulty at work, but she has had to leave work. The plan/recommendation was the removal of essure devices. Company causality comment: this medically confirmed spontaneous case report under litigation refers to a (B)(6) female (B)(6) who developed pain/pain intermittent in bilateral lower abdominal quadrants and passed some grey-black material and then started to have some bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She will undergo a laparoscopic salpingectomy as the only procedure. The reported events are serious due to their medical importance and listed according to the reference safety information for essure. In this particular case, considering that abdominal, pelvic, uncharacterized pain and bleeding may occur with essure therapy and also considering that there is no alternative explanation, causality with the suspect insert cannot be totally excluded. Non-serious events were also reported. This case regarded as incident, since a surgical intervention will be required for essure removal. The product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information (medical records) received on 01-mar-2016: on (B)(6) 2015, essure devices were removed by laparoscopic bilateral salpingectomy due to pelvic pain following essure procedure; on exam under anesthesia, a 6 week size uterus was palpated with no adnexal masses. Laparoscopically, a normal sized uterus was visualized with normal right and left ovaries end fallopian tubes. Of note, the uterine serosa was mottled in appearance and there were significant, dense adhesions between the bladder and lower uterine segment. A complete upper abdominal survey was normal. The fallopian tube were separated from the mesosalpinx, at the cornua, the coil was palpated and the tube was transected distal to the coil, such that, the essure coil was removed intact and its entirety. Both tubes were removed from the abdomen under direct visualization and inspected; grossly the essure coils were intact in both tubes. Patient tolerated the procedure well and was taken recovery room in stable condition. The pathology test showed right and left fallopian tube with intact essure coils visualized in each tube, paratubal cysts (longer tube), fimbria with no neoplasm identified (both tubes), protruding from the proximal ends of both tubes a portion of wire which was easily removed from each segment; the wire measures 6.4 cm in length with a uniform diameter of less than 0.1 cm; the coiled metal wire, showed no perforation. Patient healing well, no drainage, no erythema, no hernia, no seroma, no swelling, and no dehiscence. On (B)(6) 2016, during a postoperative visit, an xr abdomen was performed and showed multiple metallic fragments overlie the pelvis, 2 on the right and 2 on the left. These were indeterminate and may represent retained device material. Bowel gas pattern is no obstructive; moderate colonic stool burden; schmol's nodes at the superior endplates of t12 and l1, no acute osseous abnormality. Impression was metallic radiodensities overlying the pelvis which may represent retained device material. Company causality comment: this medically confirmed spontaneous case report under litigation refers to a (B)(6) female nurse who developed sharp pelvic pain/pain intermittent in bilateral lower abdominal quadrants and passed some grey-black material and then started to have some bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She underwent a laparoscopic salpingectomy and essure was removed. After this surgery, an x-ray showed multiple metallic fragments overlying the pelvis (regarded as suspicion of device breakage). Only device breakage is unlisted according to the reference safety information for essure. In this particular case, considering that abdominal/pelvic pain and bleeding may occur with essure therapy and also considering that there is no alternative explanation, causality between these events and the suspect insert cannot be totally excluded. Regarding the reported metallic fragments in pelvis, according to the surgical description physician believed he removed essure in its entirety. However, an x-ray done after the surgery found metallic fragments in pelvis, which could represent retained device material. Although the exact nature of the material was not specified, it cannot be excluded it referred to essure pieces; thus this event was considered as related to the suspect insert. Non-serious events were also reported. This case regarded as incident, since device removal was required. The product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female nurse in united states on 25-sep-2015 who had essure (fallopian tube occlusion insert) lot number 880425 inserted in (B)(6) 2011. The nurse reported her pain started 1 year ago from this report and had progressively worsened. She stated she could fall on the ground with pain and cry, and her physician stated pain is coming from the coils and need to be removed. Result and assessment of the product technical complaint investigation received on 26-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 04-dec-2015 from consumer (case potential legal and was upgraded to incident): the consumer is an emergency room nurse. Essure was inserted on (B)(6) 2012 (lot numbers 880425 on left, 880426 on right) after the consumer lost her youngest son who was delivered in a complicated emergency c-section. On (B)(6) 2012 a test was performed (not specified) and showed complete occlusion of both fallopian tubes and proper placement. Following the essure placement she experienced extreme pain with intercourse and noted that her pms (regarded as premenstrual syndrome) symptoms changed and/or became more pronounced. Initially, she was experiencing increased cramping and new onset bloating with her cycle. She thought her body was still trying to adjust do essure. However, slowly she began experiencing more symptoms which were gradually worsening, including nausea, vomiting, hot flashes, breast tenderness, fatigue, dysmenorrhea, heavy menses, and intermittent pains in addition to the cramping and bloating. The gynecologist she initially saw offered her to start on birth control to help control some of the symptoms, but she declined. She continued to try to manage her symptoms with healthy lifestyle choices, using tramadol and ibuprofen only prn (as needed) for severe pain, but her symptoms continued to get worse. At times the pain would be so severe and come on so suddenly that it would wake her from her sleep. Her distress related to the pain was marked. By (B)(6) 2015, in addition the mentioned symptoms, she the consumer also noted moderate to severe mood swings and fatigue - she no longer felt like herself. The pain and symptoms had become more than she could tolerate and were interfering with her ability to perform at work and as a mother. During another physician appointment, he said her symptoms were likely associated to essure and that she would need to consider having her fallopian tubes removed. She also was recommended birth control to help manage the symptoms, which did not help. On (B)(6) 2015 she suddenly experienced a pain that was so severe that she had to repeatedly to sit down and try to recuperate - it was more severe than she had ever experienced and she required assistance to get inside because she was unable to stand upright. She described the pain as intermittent with sudden onset, located in the bilateral lower abdominal quadrants, a ripping/burning sensation as if something were trying to rip its way out of her body, worse with menstruation. Since that episode, he had continued to have severe intermittent pains and multiple episodes of nausea and vomiting with the pain. The consumer was being scheduled for surgery to have her tubes removed or a hysterectomy due to these problems. The pain and symptoms she had experienced since having essure placed had been debilitating, interfered with her work life, home life, and sex life. She stated that the devices had caused her great deal of pain and problems, interfering with her ability to perform and function as she did prior to the placement procedure. Follow-up information received on 17-dec-2015 - ptc investigation result: ptc global number: (B)(4). No major changes. Company causality comment: this spontaneous case report refers to a (B)(6) female nurse who developed pain/pain intermittent in bilateral lower abdominal quadrants after essure (fallopian tube occlusion insert) insertion. She stated she was being scheduled for surgery to have her tubes removed or a hysterectomy. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the consumer reported pain and cramping, which she associated with essure and no alternative explanation was provided. Given event's nature and based on the information available; causality with the suspect insert cannot be totally excluded. Non-serious events were also reported. This case was considered a incident, since a surgical intervention will be required for essure removal. The product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.